Event description:
The customer reported to olympus that when using a single use 3-lumen sphincterotome v, the blade of the knife broke, causing an electrical failure. The high-frequency cauterization power supply used was esg-100, but the setting value is unknown. The knife did not fall into the body. The event occurred during the therapeutic procedure (duodenal papillary incision) and was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (damaged knife wire) was not confirmed. However, the no output allegation was confirmed to be small, poor energization of the knife wire. In addition, the coating was peeled, and the knife wire was exposed. A review of the device history record confirmed that there were no abnormalities detected which related to the reported phenomenon. It has been less than one year since the subject device was manufactured. Based on the results of the investigation, the root cause of the damaged knife wire, the torn coating, and the output failure could not be identified. However, it is likely that the event was caused by: 1) the coated portion was torn. 2) a part of the coated portion had displaced forward the cutting wire side. As a result, the cutting wire was covered by the part of coated portion. 3) due to description above, the entire cutting wire could not cut the tissue during the energization. Therefore, it was felt that the current in the cutting wire was weaker than usual. The issue is addressed in the instruction manual. (Drawing no.gk6224 revision no.9) when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Olympus will continue to monitor the field performance of this device.